Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up and interrogation of this device an alert regarding impedance measurements being out of range was seen. The impedance was re-measured manually and out of range ad therapies were turned off automatically. The patient was admitted to the hospital and a revision was performed. The electrode was removed, and the header of the device was flushed. The electrode was then reconnected to the device and normal measurements were seen. It was believed the out of range impedance measurements were due to a connection issue or debris in the device header which were cleared at the time of the intervention. No additional adverse patient effects were reported. The system remains implanted.